Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/27/2016 with the following findings: there were pump reboot events observed in the black box. The pump powered on to a blank display screen due to a crack in the display. Corrosion was observed in the battery compartment. The pump was found ot have a leak in the battery compartment. There was moisture damage observed on the printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.